Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported partial stent deployment occurred. The target lesion was located in the external iliac artery. The 6x120x120 epic vascular stent was selected. As the device was tracked into the 035 unspecified guide wire towards the unspecified sheath, it was noticed that the stent was partially deployed before entering the patient's body. The guide wire and the stent were removed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.